Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 244, 209, and 117 mg/dl when testing was performed less than one minute apart on the advantage system. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.